Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had system overheat issue. There was patient involved but no harm reported.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit passed all functional and safety tests per manufacturer specifications. Replaced expired safety disk at replacement interval.

Event description:
N/a.